Manufacturer narrative:
Follow-up # 1 date of submission 07/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings: a review of the pump black box data revealed a cs 054 error. A pump reboot was shown while clearing the cs 054 error. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The returned battery cap secured properly to the pump, and a power loss was not observed. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and there was evidence of moisture ingress inside the pump. Unrelated to the complaint, investigation revealed that there was evidence of moisture contamination behind the display lens. The audio bolus button cover was found to be detached and missing from the pump. A leak test was performed and confirmed a leak in the area of the missing audio bolus button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.